Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during the load process the pump was on the table and vibrated causing the pump to shift and fall to the ground. Reportedly, the screen was cracked and it was completely unresponsive. The customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.